Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
It was reported that during a procedure at the user facility that the device leaked into the sterile field. The procedure was completed using backup equipment. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure at the user facility that the device leaked into the sterile field. The procedure was completed using backup equipment. No medical intervention and no adverse consequences were reported with this event.